Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1; -8.50 diopter implantable collamer lens patient's right eye (od) on (B)(6) 2022. The lens was reported as having low vaulting without rotation. On (B)(6) 2023 the lens was replaced with a longer length lens. This resolved the problem. Cause of the event was unknown.

Manufacturer narrative:
Claim#(B)(4).

Manufacturer narrative:
Corrected date: d2: mta. Claim number: (B)(4).